Event description:
It was reported that the customer was hospitalized due to high blood glucose of 442mg/dl. They stated that they took the amount of insulin specified by the insulin pump. An hour later their blood glucose was 100 point higher, which was treated with manual injection and IV drip at the hospital. Earlier the customer's blood glucose was 76mg/dl. They reconnected to the device, ate breakfast, bolused, and later their blood glucose went up to 350mg/dl. They changed the infusion set twice and both times the cannulas were bent. The customer did troubleshooting on their own and insulin did exit the tubing. They think the high blood glucose incidents are due to constant bent cannulas. At the time of the phone call the customer's blood glucose was 319mg/dl and they had a headache. During troubleshooting it was discovered the date and the time were programmed incorrectly. High pressure test passed. The cannula was bent. The customer inserts the cannulas manually. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump was received with scratched lcd window and cracked battery tube threads.